Manufacturer narrative:
An event of deformation upon deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one video was received for analysis. Based solely on the this video, the right atrial disc deployed in a bulbous formation upon initial deployment from a loader. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo occluder was selected for implant. During the procedure, the occluder deformed and was removed from the patient without being released from the cable. A new competitor's device was successfully implanted. The patient was reported to have been discharged from the hospital.